Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an unknown quantity of interlink vented basic solution sets with duo-vent spike in which no flows were occurring. According to the report, the nurses are having problems getting good flow when they spike 100ml glass bottles of acetaminophen. The solution starts flowing, then stops. The conditions occurred before patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.